Manufacturer narrative:
Device passed the displacement test, displacement accuracy test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 249 mg/dl at the time of incident and the current blood glucose of the patient is 298 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not use the auto mode function. The insulin pump will be returned for analysis.